Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) showed signs of impending erosion. A surgical procedure was performed during which the right cylinder was removed and tubing to pump was plugged off. The patient will return for further evaluation or additional procedures after the surgical site has healed. No patient complications were reported.